Event description:
It was reported that the pt has expired approx after implant duration of 62 months, due to unk reasons. It is unk if the death was device related. It was additionally reported that a second device, model #2700, was implanted, which is not a reportable device. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.